Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, a problem was not detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed error code e237. The issue occurred during a diagnostic colonoscopy while the patient was under sedation, with the device inside the patient. The procedure was completed using an olympus backup device. There were no reports of patient harm.